Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Conclusion: other for anticipated procedural complication. The subject device is not available; therefore, analysis cannot be performed. Based on the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. Hemorrhage, vessel perforation and patient outcome of death are known adverse events associated with these types of procedure and noted as such in the direction for used (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
It was reported in an article in neurosurgery that two balloon catheter were used to recanalize the atheromatous occlusion located in the internal carotid artery (ica) that resulted in partial recanalization. However 80% stenosis remained in the vessel and further dialation was performed with a third balloon catheter. At that time, a vessel rupture was noted, it is unknown what actions were taken due to the vessel rupture. The patient expired 8 days post procedure. The exact date and cause of death are unknown. No additional information is available.

Event description:
It was reported in an article in neurosurgery that two balloon catheter were used to recanalize the atheromatous occlusion located in the internal carotid artery (ica) that resulted in partial recanalization. However 80% stenosis remained in the vessel and further dilation was performed with a third balloon catheter. At that time, a vessel rupture was noted, it is unknown what actions were taken due to the vessel rupture. The patient expired 8 days post procedure. The exact date and cause of death are unknown. No additional information is available.